Manufacturer narrative:
This device was not implanted. Pending the completion of lab analysis, this section will be updated appropriately. Upon receipt at our post market quality assurance laboratory, thorough device analysis was performed. Upon interrogation, the device displayed a fault code error warning. It was concluded that the device resets were a result of the application of high energy electrocautery coming in contact with the device leads at the implant procedure. It was further concluded that the muscle stimulation was a direct result of the device operating in reset parameters that are higher in pacing energy than the programmed implant parameters.

Event description:
Boston scientific crm received information that during the implant procedure, the leads were hooked up to this device. Upon interrogating the device, a red fault screen appeared stating that device functionality was permanently limited. When this fault occurred, the device defaulted to vvi at 7.5v @ 1ms resulting in diaphragm stimulation. As a result, this device was not successfully implanted.